Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned for evaluation at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2018. It was reported that the cause of death was a myocardial infarction and that the patient was wearing the device. The patient had been a resident of a healthcare and rehabilitation center. The patient's sister indicated that the facility told her that the lifevest "had not worked" and that they'd performed CPR. Per review of the event, the patient was treated by the lifevest 7 times. The device first detected and treated vf at 07:26:14 am on (B)(6) 2018. The post-shock rhythm was an idioventricular rhythm at 50 bpm. Forty-three seconds later, the device detected asystole. Asystole and CPR artifact was visible on ECG recordings. Between 07:33:41 and 07:58:45 the device delivered 6 additional treatments while the ECG showed CPR artifact and/or asystole. The patient remained in asystole until the device was shutdown at 08:25:31 am. The device appropriately detected and treated the vf. The CPR artifact and low-amplitude cardiac signal contributed to the false detections and last 6 treatments.